Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not released successfully after the operator pressed the plug deployment button. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short cordis sheath. Postoperatively, a 7f exoseal was used for blockage and hemostasis in a lower extremity arterial stenosis surgery. When slowly retracting the instrument at an angle of approximately 40° degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. The blocker indicator window turned black and black, and the operator pressed the plug deployment button, but when withdrawing the blocker, the plug was not released. The operator had many years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not release successfully after the operator pressed the plug deployment button. Manual compression was used for hemostasis. There was no reported patient injury. Upon removal, it was noted that the plug had not fully released, being partially deployed and partially out of the shaft. The procedure was performed by retrograde puncture from the right femoral artery using a short cordis sheath. Postoperatively, a 7f exoseal was used for blockage and hemostasis in a lower extremity arterial stenosis surgery. When slowly retracting the instrument at an angle of approximately 40° degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. The blocker indicator window turned black and black, and the operator pressed the plug deployment button, but when withdrawing the blocker, the plug was not released. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed, and the indicator window was showing solid black at that time. The indicator window did not show any red color during retraction, and no excess force was needed to fully depress the button. The operator had many years of experience using the exoseal. One non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was returned to the black/white position. During this visual analysis, no additional anomalies were observed. A dimensional analysis of the delivery shaft¿s inner diameter was conducted on the returned unit. The result was within specification. A deployment simulation evaluation was performed. The indicator wire was already deployed, and the guard was received in a locked position. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in proper indicator wire retraction and expected plug deployment. Additionally, the indicator window transitioned to the black/white and red position as intended. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment was achieved with full lever depression. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the lever not depressed. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.